Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version: 2.1.0, h6) a manufacturer representative went to the site to test the navigation system. It was reported there was no fault found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the site experienced an alleged inaccuracy. The site placed a catheter for use with a shunt but was not seeing any cerebrospinal fluid (csf) flow. Site then moved their target and replaced the catheter, and was able to get csf flow. The surgeon closed up the patient, but found in the post-op imaging that the catheter was not in the ventricle as they previously believed. Unknown direction and distance of alleged inaccuracy. Site to reschedule revision surgery. Patient present. There was a less than 5-minute delay.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. The logs recorded that the site was in catheter placement electromagnetic (em) procedure and did a trace registration with an accuracy metric of 1.2 millimeters (mm) but did not provide the root cause of the issue. The archive had 1 computed tomography (CT) and 2 magnetic resonance (mr) exams, and the site used CT scans to register the patient. The archive recorded a trace registration with an accuracy metric of 1.2 mm with green zone of accuracy. The trace was collected from bridge of nose and spread over the forehead, but only minimum amount of trace was collected. However, provided logs and archives did not captured any abnormalities which confirms the root cause of the issue. Codes: b01, c19, d15 h2) please see section d9 for when the software became available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient required a 2nd surgery, which was successful. When asked for inaccuracy amount, it was reported that it was hard to determine as there were no known anatomy to reference. Upon looking at the CT following the surgery, it appeared they did hit the ventricle and exited on the second pass.